Manufacturer narrative:
Correction: component code was added to h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the atrial lead had pacing impedance below 100 ohms. The lead was explanted and replaced without issue. The patient was stable.